Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided reset information and guided the caller through resetting the pump, successfully resolving the malfunction. It was noted that the customer could continue using the pump, with instructions to call back if the issue recurred.